Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Device MFR date: 03/2007. Recall # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2011 with the following findings: during evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.